Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heart/start xl, indicating that the ECG cable connector has cracked plastic due to wear. There was reportedly no patient involvement. Upon remote investigation, it was observed that the plastic parts of the ECG connector have become cracked due to prolonged wear. The plastic parts on the surface of the ECG connector were found to be crystallized. Philips does not have any spare parts available for the ECG cable connector since the associated defibrillator is no longer supported. An end of support (eos) letter was issued to inform the customer about the discontinuation of support for the defibrillator. The customer was aware of the end of life terms, and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end-of-life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.